Event description:
It was reported that the patient is experiencing knee pain, and that the surgeon has recommended revision due to deterioration of the implant components.

Manufacturer narrative:
Eval summary: review of primary surgical report did not reveal any deviations from the surgical technique. Numerous post-operative reports indicate complaints of pain and some indicate effusion. Root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.